Manufacturer narrative:
Voluntary medwatch MDR report #: mw5151208.

Event description:
Voluntary medwatch form received notes that a patient presented with out-of-range pacing right ventricular (rv) lead impedance. No changes or interventions were reported; the rv lead remains in service. No adverse patient effects were reported.